Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main printed circuit board out of specification. Battery drawer found broken. Battery release and lead flex cover found contaminated. Ring found bent. Ring cover and two side bail covers found broken, and the upper and lower cases found broken.

Event description:
It was reported the device had low atrial output. Follow-up information received determined there was no patient involvement. The condition was found during a preventative maintenance check. The device was returned to the manufacturer, analyzed and tested out of specification.